Event description:
During extended right hepatectomy to treat a hilar cholangiocarcinoma, the base of the middle hepatic vein was ligated using an endo gia universal vascular load stapler. The stapling device was applied in the standard fashion. After firing the stapler an opening was noted in the vena cava where the base of the middle hepatic vein had been. The cause was likely either the stapler misfiring or the staple firing correctly but the act of stapling causing the base of the middle hepatic vein to avulse from its origin.